Manufacturer narrative:
E1: initial reporter phone:(B)(6).

Event description:
It was reported that the device was leaking. The more than 90% stenosed target lesion was located in the internal carotid artery. After an ez filter wire was placed 2cm at the distal end of the lesion, a 4.0mmx30mmx135cm sterling balloon catheter was advanced for dilatation. However, during the procedure, it was noticed to be leaking gas. A new 4x30 sterling balloon catheter was placed along the filter guidewire to performed dilation. After pre-dilatation, a 7x40 wallstent stent was placed, and the procedure was completed. No patient complications were reported, and the patient was stable.

Event description:
It was reported that the device was leaking. The more than 90% stenosed target lesion was located in the internal carotid artery. After an ez filter wire was placed 2cm at the distal end of the lesion, a 4.0mmx30mmx135cm sterling balloon catheter was advanced for dilatation. However, during the procedure, it was noticed to be leaking gas. A new 4x30 sterling balloon catheter was placed along the filter guidewire to performed dilation. After pre-dilatation, a 7x40 wallstent stent was placed, and the procedure was completed. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. E1: initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that the device was leaking. The more than 90% stenosed target lesion was located in the internal carotid artery. After an ez filter wire was placed 2cm at the distal end of the lesion, a 4.0mmx30mmx135cm sterling balloon catheter was advanced for dilatation. However, during the procedure, it was noticed to be leaking gas. A new 4x30 sterling balloon catheter was placed along the filter guidewire to performed dilation. After pre-dilatation, a 7x40 wallstent stent was placed, and the procedure was completed. No patient complications were reported, and the patient was stable.